Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm located in the false lumen of a thoracic dissection. The aneurysm has expanded from 4.7 cm to 5.9 cm in one year. The patient has a tight bend of the bovine arch. There was a carotid to subclavian bypass in preparation for the stent graft implant. The stent graft deployment was started in the ascending arch; however, the apex of the first stent graft started up misalign. The physician was able to pull the device back to the intended distal landing zone and successfully corrected the misalignment (see MFR# 2953200-2010-01835). The decision was made to back build the stent grafts and a second stent graft was implanted distally without complication. A third stent graft was advanced to the same location as the first stent graft, and upon deployment, the stent graft apex misaligned. The device was pulled back, but there was not enough room distally, therefore, it was not possible to correct the misalignment and the apex remained slightly misaligned. The physician changed from a lunderquist wire to an amplatz wire and administered a higher dose of adenosine. A fourth device was deployed successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: tight bend bovine arch, treatment of an dissection aneurysm in a tightly bent bovine arch.